Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an implant procedure was performed. The morning after the procedure, at the post operative check, it was discovered that this left ventricular (lv) lead had dislodged. A couple days later, the lead was explanted and replaced. It was indicated that the lead had dislodged due to the patient's anatomy, and that condition of the lead itself was fine. No adverse patient effects were reported.